Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the ins, model# 977006 serial# (B)(6) was returned for product analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the ins output and telemetry were acceptable; however, the battery was near normal battery depletion. The returned ins passed all laboratory tests, and no anomalies were identified. Telemetry was successfully established with the returned ins. Elective replacement indicator (eri) was observed during telemetry. Good stable output was observed using the electrode pairs the ins had when received. Good stable output was observed using all electrode pairs with the returned ins. The device was implanted on (B)(6) 2024. Battery logs indicated increased adjustments to the program settings following implantation. Therapy was initially programmed at a current amplitude of 40. On (B)(6) 2024, the amplitude was reduced to 20. The setting was subsequently increased to 580 on (B)(6) 2024, where it remained stable until (B)(6) 2024. The amplitude was then gradually tapered to 225 by (B)(6) 2024. On (B)(6) 2024, the therapy setting was incrementally increased, reaching 1300 on (B)(6) 2024, at which point eri was triggered. The current amplitude was further elevated to 1450 by (B)(6) 2025. On (B)(6) 2025, the program setting was abruptly reduced to 100 and maintained at this level until (B)(6) 2025. On (B)(6) 2025, the amplitude was further decreased to 40. The elevated current loads recorded in the battery logs are consistent with the expected values for therapy settings of this magnitude. The device¿s coulomb meter confirmed these high currents, which returned to a normal static load once stimulation ceased. Therefore, there is no evidence of battery-related issues. The device underwent final functional testing, which confirmed that it operated as intended and that battery depletion was consistent with the therapy settings used by the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: the country of origin is brazil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was battery depletion very soon after "deployment." It was noted that the "patient schedule" was too high. The ins was "deployed on (B)(6) 2025" and in (B)(6) 2025 they noticed that the ins had run out; it was necessary to replace the ins with a new one.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the distributor. It was clarified that the implant date was (B)(6) 2024. On 02-jan-2025, it was noticed that the battery was depleted. High patient programming was noted with regards to the cause of the battery depletion. The ins was replaced. It was noted that this information was confirmed/provided by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the distributor. It was reported that there was dissatisfaction with the four month battery life. The patient did not suffer from any falls, accidents, etc., that could have contributed to a problem with the system. No information was provided regarding if the battery longevity calculator was used for the implant, or if the hcp knew the ins would last four months.